Event description:
The customer reported that the battery was not recognized by the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized by the device. There was no report of pt involvement. The battery was evaluated at philips and the failure was verified. Philips sent the customer a new battery which resolved the failure.